Event description:
It was initially reported that an infection had occurred. A healthcare provider indicated that the patient's intrathecal baclofen pump needed to be removed right away. It was later reported that the patient's pump and catheter were explanted. It was unclear if the pump was explanted on (B)(6) 2012. The patient had been on intravenous antibiotics prior to the explant surgery. The patient was scheduled to have another pump implant on (B)(6) 2012. Drug delivered via the device was baclofen.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2001 explanted: unk.

Event description:
This event was also reported under manufacturer report #3007566237-2012-00433 [it was reported there was an infection. Patient and device information were not available. Additional information has been requested but was not available at the time of this report]. Any additional information received will be reported under this manufacturer report number (#3004209178-2012-01241).